Manufacturer narrative:
Initially the following was reported: "customer was transporting patient and rotaflow displayed "dashes & asterisks" and would not flow. Customer reported no flow shortly after unplugging". According to the information from the ssu (service and sales unit) the customer was transporting patient and rotaflow displayed "dashes & asterisks" and would not flow. Customer reported no flow shortly after unplugging. Issue could not be duplicated while on site. Ran device overnight with no issues. Cause of the customers issue could not be determined. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. (See also summary report (B)(4)). Thus the failure could not be confirmed . The most possible causes in the flow measuring system for the reported failure "dashes & asterisks" could be determined as (see risk review) : bubble/flow sensor failure: dried contact gel, user forgot renewing contact gel, mechanical defects (impact), sensor not detected although sensor is connected, device used out of specification, software error. The device was used during treatment and caused the complaint. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Customer reported that during transporting patient a rotaflow displayed "dashes & asterisks" and would not flow. (B)(4).